Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and noted that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which they understood.